Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 the reported event is confirmed. Visual examination of the returned product identified that the toggle button short (904730-03) and the top hat button (904759-01) were not returned with the suture. The ends of the suture are frayed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device fractured during the procedure. No other product was used, the user finished the procedure with the remaining wire. No complications, injuries, delay, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a3; b4; b5; d2; d4; e1; e2; e3; g1; g3; g6; h1; h2; h4. A2: patient dob - unknown day in (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the ziptight broke during the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign. EU: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.